Event description:
Appears to be possible right ventricular under-sensing causing inappropriate ventricular pacing on current egm. Rv bipolar lead impedance warning on (B)(6) 2021. Currently measuring 38 ohms. Rv unipolar lead impedance warning on (B)(6) 2021. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).